Event description:
During the initial implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. When attempting to remove the guidewire, the inner portion of the lead was pulled out of the insulation. The lead was explanted and replaced to resolve the event. The patient was in stable condition.